Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the transmitter didn't blink when connected to the sensor even if fully changed. Customer stated they removed the sensor and found out that electrode was missing. Customer asked for a possible replacement of the sensor. Customer's blood glucose at time of incident was unknown.